Event description:
The pt reportedly experienced sound quality issues with his device followed by the loss of lock. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing of the device showed that the device is not functional. Surgery to explant the device will be scheduled.